Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sep2019. During remote troubleshooting with the manufacturer's field service engineer (fse) , the customer removed the bacteria filter temporarily; however, this did not resolve the issue. The customer then confirmed the test configuration and reported that the whisper swivel was not in place. The customer installed the whisper swivel and oxygen concentrations were nominal along the entire range. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit failed test 7 (oxygen accuracy) during performance verification testing. The customer reported out of tolerance measurements at 60% (yielded 51) and 100% (yielded 90). There was no patient involvement.